Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured which was confirmed through fluoroscopy. The physician stated that this lv lead was placed under the device at an abrupt angle causing strain at point of the fracture. There was also loss of capture noted. This lv lead was surgically abandoned. No additional adverse patient effects were reported.